Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing falling into blanking. True pacemaker mediated tachycardia (pmt) events were noted. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing falling into blanking. True pacemaker mediated tachycardia (pmt) events were noted. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes.